Manufacturer narrative:
The device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection, and screening test evaluation of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The force feature was tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under p030031/s053. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. The 106 alert code occurred after the catheter was plugged into carto and before first ablation (out-of-box failure). A second device was used to complete the procedure. There was no adverse event reported on the patient. Catheter was not used in patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 22-jul-2024, reddish material and a hole in the surface of the pebax was observed. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 22-jul-2024 and have assessed this returned condition as reportable.